Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report. (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Device #1 - proglide (part #12673-03; lot #930316h), will be filed under a separate medwatch MFR number.

Event description:
It was reported that a physician trained in the use of the proglide device was using the preclose technique in the left common femoral artery during an interventional (abdominal aortic aneurysm repair) procedure. Reportedly, the suture failed to deploy. Per the physician the "the device bounced off the vessel" during deploying the suture. A second proglide device was used with the same results. Using the preclose technique a third proglide device was used successfully. The abdominal aortic aneurysm repair was completed uneventfully and hemostasis was achieved using the third proglide sutures. There were no reported adverse patient effects. Though requested, no additional information was available.